Manufacturer narrative:
Date of event - used 07/01/2019 since event date was approximately a month go.

Event description:
It was reported that stent inadvertent deployment occurred. A 18 x 40/10fr uni plus 75cm wallstent endoprosthesis stent was selected for use. However, during preparation, it was noted that stent was deployed on the back table. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Date of event: used (B)(6) 2019 since event date was approximately a month ago. Device evaluated by MFR.: the device was returned with the stent fully deployed. The stent was not returned for analysis. No damage or issues were identified with the stent cup or stent holder that could potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified multiple severe kinks along the entire shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that stent inadvertent deployment occurred. A 18x40/10fr uni plus 75cm wallstent endoprosthesis stent was selected for use. However, during preparation, it was noted that stent was deployed on the back table. The procedure was completed with a different device. No patient complications were reported.